Event description:
It was reported that there was a saline spill on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to identified the reported issue. The fse identified saline on top of the iabp unit, and surfaced electrical test fails code 50, and 54 upon powering up iabp unit. The fse identified saline on the front end module and motor controller boards, and test fails code 50, and 54 in the logs. To fix the issue, the fse replaced the front end module and motor controller boards, and successfully completed a simulated treatment. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that there was a saline spill on the cs300 intra-aortic balloon pump (iabp), and when powering up the iabp the user surfaced electrical test fails code 52, and 54. There was no patient involvement, and no adverse event reported.